Event description:
Reference number (B)(4). Event occurred in puerto rico, u.s. It was reported that patient faced infusion set leakage. This event occurred on 30-dec-2024. The blood glucose level was high. Therefore, patient was treated with insulin pen. No further information available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: puerto rico, u.s.